Event description:
It was reported that patient underwent primary knee procedure on an unknown date. Patient underwent revision surgery on an unknown date due to dislocation. No further information has been received. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. If further information is received, a follow-up MDR report will be sent to the FDA. This report filed (B)(4) 2012.

Manufacturer narrative:
Additional information was received including the product item number, lot number, sterile expiration date, and manufacturing date. As little information was supplied by the surgeon about the nature of the failure, it is difficult to determine the reasons for the reported malfunctioning. The bearing shows signs of pitting and scratches which could be a result of third body wear. There was some deformation present on the anterior and posterior protrusions which could indicate dislocation of the bearing. There was also evidence of impingement, possibly as a result of excess bone cement or as a result of the presence of osteophytes. The reasons for failure are unclear, although there appears to be some evidence for third body particles and impingement on the bearing. (B)(4).